Event description:
The customer reported that summit sample handler, did not pipette into rows g and h and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event. Info as to what assay was being used was not available at this time.